Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 257mg/dl. Reportedly, a manual injection was administered or a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended; a crack was observed on the cartridge. Reportedly, a supply change was performed to address the occlusion alarm. During a follow-up, it was confirmed the customer's bg level decreased to 142mg/dl and no additional occlusion alarms had occurred.